Manufacturer narrative:
Lethargy e0204 no further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted and found to have elevated liver function tests and had acute congestive heart failure with worsening aortic insufficiency. Over the next few days, the patient was in cardiogenic shock with end organ failure and need for cardiac resynchronization therapy. The patient was then transferred to the intensive care unit and placed on pressor support. The patient then became more lethargic and non-responsive. The patient and their spouse requested comfort care. Support was withdrawn on (B)(6) 2026 and the patient passed away.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not conclusively be determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications the heartmate 3 lvas IFU is currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including multiple types of organ failure and dysfunction (hepatic dysfunction) and death, that may be associated with the use of heartmate 3 left ventricular assist system. Section 5 of the IFU, "surgical procedures", warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the worsening aortic insufficiency and death was not thought to be device or therapy related, and the device operated as expected.